Event description:
The manufacturer received information alleging a trilogy evo ventilator experienced loss of alternating current (ac) power when the device was connected to an ac power outlet. The loss of ac power was preceded by a "pop sound". There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's power supply replaced to address the issue. The device passed final testing and was confirmed to operate properly. Additional findings not related to the malfunction/issue: contamination was confirmed prompting the replacement of the proximal in-line filter.

Manufacturer narrative:
The trilogy evo power supply was returned to the product investigation lab (pil) for investigation for ac not being recognized and popping sounds. Pil is unable to confirm the alleged failure of the trilogy evo power supply. Visual inspection found no defects. Pil installed the suspect component into the pil trilogy evo test bed, ran the device and no unexpected errors were generated. Pil observed the green ac power led (light-emitting diode) was present, and there was no popping sound. Pil concludes the component operates properly.